Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the system booted normally approximately for every fourth time. During inspection, a charger board was found to have no output. Charger enclosure and battery tray were replaced. While troubleshooting, the front cover grounding strap made contact with tray. Representative replaced battery tray and cover grounding strap. A system checkout was performed after replacing parts and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The charger enclosure and battery trays have been received by manufacturer for evaluation. Cable assembly ground sensors and panel ground wires have not been received by manufacturer for evaluation. The received batteries was tested and the reported issue was confirmed as the front cover ground strap made contact while troubleshooting power issue. Battery tray and fuses passes testing and the voltage was within specs. Visual inspections confirms over stress an battery terminal making possible contact with conductive material. The received batteries was tested but unable to confirm the reported issue "replaced due to charging circuits failing". Battery tray passed visual inspection, passed continuity test on fuses and passed bench test. Battery voltages were within specs. No fault found.

Event description:
It was reported that when booting the system, the pendant screen went black. After several reboots the issue was resolved.